Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 as the infusion set fell off during use for five infusion sets. The hyperglycemia was treated with a correction injection via multiple daily injections.

Manufacturer narrative:
Initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.